Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that on 24-apr-2024, customer reports regular issues with tape where the side of tape peels off. The infusion set has been in use for less than 2 days. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom.